Event description:
It was reported the patient's lead was replaced due to dehiscence, and the lead was exposed. The hcp planned to replace the system at a alter date. The patient recovered without sequela. A follow-up report will be submitted if additional information becomes available.